Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and experienced bilateral ptosis and deflation on the right side post-operatively, which was discovered during surgery on (B)(6) 2021. The patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4)).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 17 2021, the complaint devices were identified as a mentor memorygel breast implant 700cc (r) and an unspecified mentor gel breast implant (l). Manufacturer¿s reference number: (B)(4). On dec 16 2021, the following information was noticed to be erroneously omitted from the previous report: this report is for the left breast prosthesis.